Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. When the doctor went back in to check placement of the capsule, the capsule was found in the pt's throat. The pt had no adverse events due to the procedure.